Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient enrolled in a clinical study and underwent an unknown hip procedure. One day post-implantation, the patient experienced two vasovagal episodes. The patient was given oxygen therapy to correct the event.